Event description:
The user facility reported an 80-year-old male noted as high-risk percutaneous coronary intervention was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella 5.5 pump was unable to track through the patient's anatomy during attempted delivery. Due to the noted resistance, the implant was aborted and an impella cp pump was placed for patient support. There was no patient harm.

Manufacturer narrative:
No product was returned. The root cause of the delivery issue was most likely due to patient condition since the vessel size was too small for the device.